Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient began to notice a little bit of tremble. The patient's representative checked the implantable neurostimulator using a patient programmer and observed the elective replacement indicator (eri) screen. The representative was informed about the meaning of the eri and instructed on how to check the battery voltage of the device. At the time of the call, the representative was not with the patient, and the therapy status could not be determined. They were advised to contact the patient's healthcare provider for further assistance. However, the patient did not have a managing healthcare provider at that time, and the representative mentioned that their insurance was in the process of finding a new provider. A list of physicians familiar with the therapy was emailed to the representative. Additional information was received by the patient stating that their dbs was replaced in order to resolve their minor tremble and the eri message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.